Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The device was implanted for 20 months and 30 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. During the analysis of the available iegms, the clinical observation could be confirmed. The iegms showed noise in the right ventricular as well as the far-field channel. Furthermore, elevated pacing impedances were documented after the reported date of lead revision. Therefore the sensing as well as the impedance measurement functions of the ICD were tested. During the sensing test all attached heart signals were sensed free of noise. Furthermore, the impedance measurement functions of the device proved to be flawless. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. Afibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Summary, the clinical observation could be confirmed, however, the ICD proved to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 17 months, oversensing was reported via homemonitoring. During the revision procedure on (B)(6) 2013, the original linox lead was abandoned and another was implanted. One day after the patient had been discharged from hospital, oversensing was reported again via homemonitoring. On (B)(6) 2014, the ICD was exchanged and the new lead was repositioned. No adverse patient side effects have been reported.